Manufacturer narrative:
Device remains implanted. Investigation is ongoing.

Event description:
As reported, 2 years and 6 months post tavr procedure using a 23mm sapien 3 valve via transfemoral approach, the valve was post dilated due to moderate paravalvular leak.

Event description:
Per additional information received, the valve was explanted 2 months after the post dilation event.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. As the complaints for post implantation paravalvular leak and post implantation valve requires intervention unknown mechanism of failure were unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3/s3u us. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for post implantation paravalvular leak and post implantation valve requires intervention unknown mechanism of failure were unable to be confirmed due to unavailability of medical records/relevant imagery. A review of the DHR revealed no indication that a manufacturing nonconformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon postdeployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl, as reported in this case, is not well understood but may be related to cardiac remodeling. As reported, 2yrs 6m post tavr procedure, the 23mm sapien 3 valve was post dilated due to moderate paravalvular leak. The postdilation was competed successfully. However, 2 months after the post dilation, the valve was explanted. For the complaint post implantation paravalvular leak, as pvl was resolved through postdilation (performed on 8/5/2022), this indicates that the valve could have been underexpanded initially. If the valve is under expanded, the seal provided by the pvl skirt between the valve and target site could be compromised, leading to paravalvular leak as reported. Furthermore, without knowing the volume used for postdilation, cardiac remodeling remains as another possible root cause for late pvl. As such, available information suggests that procedural factors (underexpanded valve) and/or patient factor (cardiac remodeling) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. For the complaint postimplantation valve requires intervention unknown mechanism of failure, the instructions for use (IFU), lists device explant as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 2 years 6 months postimplant is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. As the complaints for post implantation paravalvular leak was unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3/s3u us. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for post implantation paravalvular leak was unable to be confirmed due to unavailability of medical records/relevant imagery. A review of the DHR revealed no indication that a manufacturing nonconformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon postdeployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl, as reported in this case, is not well understood but may be related to cardiac remodeling. As reported, 2yrs 6m post tavr procedure using a 23mm sapien 3 valve via transfemoral approach, the valve was post dilated due to moderate paravalvular leak. Additionally, noted that post dilation of a 23mm sapien 3 valve was successful. This indicates the initial valve could have been underexpanded. If the valve is under expanded the seal provided by the pvl skirt between the valve and target site could be compromised, leading to paravalvular leak as reported. Furthermore, without knowing the volume used for postdilation, cardiac remodeling remains as another possible root cause for late pvl. As such, available information suggests that procedural factors (underexpanded valve) and/or patient factor (cardiac remodeling) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.